Manufacturer narrative:
A supplemental MDR will be submitted upon device evaluation.

Event description:
A peritoneal dialysis patient's nurse reported the patient was hospitalized from (B)(6) 2017 for fluid overload. The patient had symptoms of swelling and weight gain due to fluid overload. Treatment in the hospital was not provided but per the nurse the excess fluid was removed via peritoneal dialysis and continued to be maintained on dialysis in the hospital. No changes were made to the patient's prescription. The nurse attributed fluid overload to the patient being non complaint with his dialysis treatment and also stated that he was non complaint with his diabetes medications. The patient was released to home and was last reported to be recovered from the event. Medical records not made available.

Event description:
Clinical investigation: a patient on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) for approximately 5 years was hospitalized for fluid volume overload with symptoms that included swelling (edema) and an unknown amount of weight gain. Details surrounding hospitalization course are unknown, however the patients peritoneal dialysis nurse (pdrn) reported the patient continued on peritoneal dialysis (pd) therapy while hospitalized and an unknown amount of excess fluid was filtered during pd therapy (treatment details are unknown). Additionally, the patient's pdrn stated that there we no changes to the patient's pd prescription but the patient was advised to adjust the strength of the pd solution (which affects fluid removal) to accommodate fluctuations in weight and blood pressure. The patient continued on pd therapy after hospitalization. The patient's pdrn stated the patient's fluid volume overload event was related to patient non-compliance with his dialysis treatment. There is a temporal relationship between ccpd therapy with the liberty cycler and the patient's swelling, weight gain, and fluid volume overload event which required hospitalization on (B)(6) 2017. However, there is no documentation to support a causal association. It is most likely, the patient's fluid overload event was related to the patient's non-compliance with his dialysis treatment as reported by the patient's pdrn.

Manufacturer narrative:
Additional information: clinical investigation. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.